Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited under sensing during atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated approximately four months later the ra lead exhibited suspected intermittent atrial undersensing. The ra lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received indicated the patient was admitted for acute chf. The physician indicated awareness of the patient in atrial fibrillation (af) and undersensing of the fibrillation waves. The device is programmed in a non tracking mode. The patient was scheduled for an upgrade to cardiac resynchronization device system but is waiting due to patient health. Ra lead revision will be assessed at the time of system upgrade.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the ra lead exhibited undersensing. The patient was hospitalized due to congestive heart failure (chf). The ra lead remains in use. No further patient complications have been reported as a result of this event.